Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with l5-s1 degenerative disc disease with right greater than left facet arthritis and chronic low back pain and underwent the following procedures: l5-s1 posterior and posterolateral fusion with right iliac bone graft, bmp and pedicle screw instrumentation. As per op-notes,¿ the transverse processes of l5 and the sacral ala were then decorticated with a 5 mm power bur and a large curet. Pure cancellous bone graft was placed in the posterolateral gutters, followed by collagen soaked bmp carrier (the patient is a smoker and unlikely to cease smoking after surgery), followed by cortical cancellous strips of bone graft. Posterior elements were also decorticated with an addison rongeur and a power bur. They were also fused with pure cancellous bone graft, augmented with bmp and collagen carrier and finally cortical cancellous strips of bone graft. The 6 x 35 mm screws were then placed.¿ the patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.